Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b6, b7 h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 27mm 7300tfx mitral valve implanted for 3 years, 6 months underwent a valve-in-valve procedure due to bioprosthetic endocarditis, thickened leaflets and sclerotic with moderate- severe mitral stenosis, restricted mobility, mild regurgitation. The device was replaced with a 26mm 9750tfx transcatheter valve with no complications. The patient presented with acute on chronic diastolic heart failure. The patient was taken to cvicu in good condition and was discharged on pod # 8.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was reported that a patient with a 27mm 7300tfx mitral valve implanted for 3 years, 6 months underwent a valve-in-valve procedure due to unknown reason. The device was replaced with a 26mm 9750tfx transcatheter valve. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.